Event description:
It was reported that after a band implant, unable to access port for 3rd adjustment - port rotated 180 degrees and clips retracted - tubing sleeve detached. The port was revised with no reported patient consequence.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The device was not returned. Device remains implanted.